Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. Device passed displacement test, rewind, basic occlusion, occlusion, prime test and no delivery tests. Unit had scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. Spouse stated insulin pump was exposed to moisture. The blood glucose at the time of the incident was 35 mg/dl. Troubleshooting was not able to resolve the issue. Customer was experiencing low blood glucose due to over correcting for high blood glucose. The device was returned for analysis.